Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the unknown surgery, during retraction of the trials, the dura was injured. Radical retractor was used as protection for the dura, but this was pushed aside during retraction. During retraction of the trials the rash hammer was used so that the knocking out is orthograde. Dura was successfully sewed. Since the rear end of the trials is not rounded, the approach has not been expanded gently enough during retraction. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. PMA 510 (k): device is not distributed in the united states, but it is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.